Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used in a procedure. According to the complainant, the snare never opened while inside the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted. No patient complications have been reported as a result of this event. Investigation results revealed the flare detached, therefore, this is now an MDR reportable event.

Manufacturer narrative:
Investigation findings of flare detached. Investigation results: visual evaluation of the returned device revealed that the flare was detached. The catheter and the wire were also found to be kinked. The device has evidence of the flare manufacturing process. Functional testing could not be performed due to the flare detachment. The flare being detached was contrary to what was originally reported. Given the event description and the condition of the returned device, there isn't enough information to conclude a probable root cause. There is an investigation in place to address flare detachment issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.